Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported an alarm sound problem. The device was not in use on a patient at the time of the event, and there was no adverse event reported.

Manufacturer narrative:
The remote service engineer (rse) advised that a quote was provided to the customer. We are unable to confirm the final disposition of the device, because the customer did not accept the quote for further support. If additional information is received the complaint file will be reopened. H3 other text : see h10.